Event description:
Additional information was received that the patient had his generator and lead explanted. The explanted product had been discarded by the hospital.

Event description:
It was initially reported that the patient was having their generator and lead explanted for unknown reason. Additional information was received that the reason for explant was due to the tie-downs that secure the lead were causing the patient some discomfort. The patient has been disabled for several months and has been doing well so he would like the vns removed. The patient has a lobectomy and has been seizure free since that time. The patient was to have surgery last week but it is unclear at this time if that occurred. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.